Event description:
Consumer alleges that the wheel bearing is going out on the transport chair. Consumer alleges that a few months into having the chair it made a clicking noise and when she took it in for service they advised the wheel bearing has to be replaced. Consumer alleges the same clicking noise is occurring.